Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was getting an MRI that was related to the device/therapy. The caller read the notes: "upper contact only 3 is the only one working, left vim. Evaluate 2 position of dbs wires. Left contact not working well". No further complications were reported or anticipated with this event.